Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that when the device was used during an unknown procedure, the device was fired and the reload fell out of the device. The reload was retrieved from the pt and a new device was opened. There was no pt consequence.